Event description:
Device malfunction: knot lock. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the knot was too high and would not "slide down" to the arterial wall. Hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.